Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-57699 regarding this event.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer called and reported that during a set change, customer pushed a button and started over while filling the tubing. Upon removing the reservoir, he said half the insulin was gone. Customer decided to fill another reservoir. He was assisted with hooking up the infusion set tubing to a new reservoir. Drops were coming out from the reservoir before starting the manual prime. Insulin was found in the reservoir chamber of his insulin pump. The customer's blood glucose was 206 mg/dl. He stated the reservoir was used. No cracks or splits were found in the barrel, and everything reportedly looked to be in tact. No other source of leaks was found. Customer was advised the reservoir would be replaced and agreed to return the product for analysis.